Manufacturer narrative:
Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected manufacturer's investigation conclusion: no device related issues were reported or identified during this evaluation. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had one episode of dark urine and chest pain last week. The positive blood cultures concern for chest wall infection was ruled out and chest pain resolved. The patient had a lactate dehydrogenase level over 2000 units per liter on (B)(6) 2024. The patient had elevated plasma hemoglobin without active alarms, elevated power, or depressed flow. The patient had hemolysis due to likely lysis during blood flow. A computed tomography angiography (cta) was performed and found no evidence of occlusive thrombus within the device. The patient was given intravenous diuresis which resolved hemolysis. There was no change to patient condition, anticoagulation status, or pump parameters. The event log files were submitted for review. The event log files captured routine events and there were no events indicative of pump thrombus.